Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated: d9, h3, h4, h5, h6, h11. This report is being supplemented to provide additional information based on the final investigation. Based on the results of the investigation, it was found that rubber sheath on the device bending section was damaged/torn and exposing the bending tube metal braid. A definitive root cause of the rubber sheath damage could not be determined, however, the issue was likely the result of component failure due repetitive use stress and or external factors. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had exposed wire. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.